Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced thirst, frequent urination, and sore muscles, no fingerstick was taken at first but when the patient went to the hospital for an already scheduled appointment for his diabetes, a fingerstick was taken and the cgm was reading 4.5 mmol/l and the blood glucose reading was 40.0 mmol/l. At first the patient was given an insulin injection by the father but later the patient was given intravenous insulin by the hospital staff. The patient was kept overnight for observation but was discharged within 24 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the ¿d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced thirst, frequent urination, and sore muscles, a fingerstick was taken and the blood glucose reading was high, no cgm was reported from that moment. The patient went to the hospital for an already scheduled appointment for his diabetes, a fingerstick was taken and the cgm was reading 4.5 mmol/l and the blood glucose reading was 40.0 mmol/l. At first the patient was given an insulin injection by the father but later the patient was given intravenous insulin by the hospital staff. The patient was kept overnight for observation but was discharged within 24 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.